Event description:
It was reported that during preparation, the filter of the emboshield embolic protection system (eps) could not be inserted completely in the delivery catheter (dc) pod. There was no bunching or wrinkling observed. The torque device was not used to pull the filter into the dc pod. There was no device use and there was no patient involvement. Another eps was used to complete the procedure. There was no clinically significant delay in the procedure. Returned device analysis showed that the tip ball of the barewire was separated and not returned. It was confirmed the correct device was returned, however, the account was not aware of the tip ball separation. Since the product was never used on the patient, the separated portion must have been discarded. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis and identified the tip ball of the barewire was separated. The reported difficult to insert was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the torque device was not used pulling in the filter into the dc pod. It should be noted that the emboshield nav6 embolic protection system instructions for use (IFU) states: carefully pull the torque device in a controlled manner to retract the barewire filter delivery wire and observe the filtration element being retracted through the loading funnel into the delivery catheter pod. As the reported difficult to insert was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported IFU deviation of not using the torque device to load the filter in the delivery catheter resulted in the reported difficult to insert. The noted bare wire damages (tip ball separation, kink) likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.